Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Pump passed the displacement test but motor error alarm during the basic occlusion test due to loose drive support disk. Unable to perform the occlusion, prime/a33 and excessive no delivery test due to motor error alarm. Motor passed motor test.

Event description:
Information received by medtronic indicated that the insulin pump had a motor error alarm. The customer stated they were able to complete the rewind process. Customer reported the drive support cap appeared normal. Customer reported frequent motor error alarms and it occurs every 3 to 4 days, and alarm history contains more than one motor error alarm within the last 30 days. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.